Event description:
It was reported that the intraocular lens (iol) had a handle that was damaged. The issue was observed during implantation. The iol was replaced with another lens of the same model and diopter. No patient injury was reported.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Implant/explant date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 22, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens revealed that it was coated in viscoelastic residue. The lens was cleaned and the haptic was found detached from the lens. No damage to the haptic was observed. No further issues were identified. The complaint lens was forwarded to the manufacturer and no damage was observed to the lens and haptics. Drill hole depth and width measurements were performed to address the complaint issue reported revealing detached haptic drill hole depth and width measurement results were within specification and the other haptic had only diameter measure fail. The hole diameter failure results were evaluated and it was determined that the way the measurement was taken does not represent the way it is inspected in the manufacturing process; therefore, it can be expected that if the measurement is done with the loop inserted (not how it is measured in manufacturing inspection process) it will not comply with the hole diameter specification. Based on the visual inspection results, no damage was observed to the haptic and lens, the complaint issue was not verified. Based on the investigation results, it could not be determined that the haptic detached and dimensional failure is related to manufacturing. The complaint issue "haptic damaged" was not identified during evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.